Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally provided imaging which noted "peripheral fluid" and medical prescription noted that the patient is taking colchicine and fibroquel with xylocaine.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional data: b.5., d.4, g.1., h.4., h.6.

Event description:
Additional information received by the healthcare provider. The report indicated left side mammary asymmetry, breast appears deformed, ptosis, capsular contracture baker IV¿ with inspira textured silicone gel filled breast implant. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture baker grade unknown, several folds and pain. The device remains implanted.